Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic right hemicolectomy - with an extracorporeal anastomosis procedure, the patient returned to or after 2 days of the procedure. The patient was with metastatic colon cancer, and a tumor in the proximal transverse colon that was obstructing. The stapler was a little stiff during deployment and there was no jam; we had no indication that there was a problem at the time of surgery. There was poor staple formation (no b shape). We inspected the anastomosis after the staple deployment, however, we were unable to see the entire length of the intraluminal component and the area of the staple line defect which only ran over 1.5 cms, which was right at the bottom of the anastomosis. The anastomosis was completed with a new open stapler, and the entire anastomosis was over sewn with suture. The patient initially made a good recovery, but became septic and unwell and returned to theatre on postoperative day 2. The staples that removed from the patient's anastomosis have not been properly deployed into th eir 'b' formation, and therefore have not created a robust anastomosis. The patient's hospitalization was extended and there was tissue damage. An additional operation will be performed. The patient is in intensive care, intubated. However, inotropes coming down.

Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. A definitive root cause could not be determined with regard to the reported condition. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer¿s quality release specifications at the time of manufacture. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate.